Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.

Event description:
The customer reported that this unit won't pass the auto test, and the function keys on the front are not working. It will charge, but will not discharge. The customer claims that the unit is showing critical device errors and occasionally will not permit use of softkeys. There was no report of any pt involvement.